Event description:
It was reported that an ilet user experienced hyperglycemia after a dinner that was not announced at the time of eating and a subsequent ice cream snack that was under-announced, followed by concern about persistent elevated glucose. The agent provided education on appropriate meal announcements and assisted with tubing and connector changes, after which insulin delivery was resumed. Symptoms included hyperglycemia with a highest blood glucose of 412 mg/dl. Outcomes included no injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer support review, user coaching on meal announcement practices, and device use troubleshooting including supply change. Investigation of this case revealed user-related use error associated with missed and under-reported meal announcements; no infusion set issues were observed, and the device resumed delivery after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational use error regarding meal announcements.